Event description:
It was reported that a peritoneal dialysis (pd) patient passed away. The cause of death was unknown. Prior to passing away, the patient expressed feeling ill. It was reported that the patient did not follow the suggested medical advice at that time (further details were not provided). Subsequently, the patient passed away unexpectedly while at home. The patient was not hospitalized prior to death. Pd therapy was ongoing up until the patient passed away; however, the patient was not connected to the homechoice device at the time of the death. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned to baxter healthcare for further investigation. The serial number of the device was unknown. As a result, the service history review and/or device history review were not performed as part of the investigation. Should additional relevant information become available, a supplemental report will be submitted.